Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, increased capture threshold was observed due to a micro lead dislodgement. The device was reprogrammed to resolve the event. Lead revision is anticipated. The patient was in stable condition.

Event description:
During follow-up, increased capture threshold was observed due to a micro-lead dislodgement. The lead was explanted and replaced to resolve the issue. The patient was in stable condition.